Event description:
It was reported to vyaire medical that black monitor with multiple user interface modules and cables occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and confirmed that the unit would not power up. The fsr replaced the gde (gas delivery engine) successfully and reconfigured the manufacturing settings. Verification was done and all tests passed the required criteria. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.